Event description:
It was reported that the patient had gone to minnesota for reprogramming. The patient flew out of minneapolis to colorado and had not turned stimulation off prior to walking through the security field. Once the patient was through the security field the patient turned down stimulation as it was uncomfortable sitting. It was noted that once the patient was on the plane she started having chest pain which was what the implantable neurostimulator (ins) was implanted for. The patient was unable to connect the programmer with the ins. Patient did not know what the altitude was that they were flying at but once they descended some she was able to connect. Patient had 5 nitros while on the flight. It was noted that the pilot asked what megahertz she was on because auto pilot runs on 120 megahertz, patient was on 175 megahertz. It was further noted that once the pilot descended and autopilot was taken off which was perhaps why there was electromagnetic interference (emi) with autopilot. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).